Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer's insulin pump had alarmed with multiple error messages. The customer's infusion set cannula had been kinked and the customer did not receive an alarm to indicate the flow was blocked. Customer's blood glucose was 23.6 mmol/l. Furthermore, it was stated that the screen was black with no alarm on the screen, and there was a picture of the pump with a red x on the picture. Inserting a new battery did not change the display. The buttons were not responding and the screen remained blank. Customer was advised to remove the battery for five minutes. Upon inserting a new battery, customer was able to clear the errors and alarms and the device began to work again. Customer was advised the device would be replaced and agreed to return the product for analysis.